Manufacturer narrative:
Correction: coded in h6 added.

Event description:
It was reported that the patient with this right atrial (ra) lead was in the hospital due to pneumonia. During hospitalization, chest pain was reported. Upon ra lead was reviewed, it was found a signal artifact monitor (sam) event recorded due to minute ventilation (mv) oversensing, inappropriate atrial tachy response (atr) due to noisy signals, high impedances out of range and increased in thresholds. Boston scientific technical services (ts) and the field representative suspected of a perforation. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction: coded in h6 added.

Event description:
It was reported that the patient with this right atrial (ra) lead was in the hospital due to pneumonia. During hospitalization, chest pain was reported. Upon ra lead was reviewed, it was found a signal artifact monitor (sam) event recorded due to minute ventilation (mv) oversensing, inappropriate atrial tachy response (atr) due to noisy signals, high impedances out of range and increased in thresholds. Boston scientific technical services (ts) and the field representative suspected of a perforation. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead was in the hospital due to pneumonia. During hospitalization, chest pain was reported. Upon ra lead was reviewed, it was found a signal artifact monitor (sam) event recorded due to minute ventilation (mv) oversensing, inappropriate atrial tachy response (atr) due to noisy signals, high impedances out of range and increased in thresholds. Boston scientific technical services (ts) and the field representative suspected of a perforation. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.